Manufacturer narrative:
Results: bd had not received samples, but a photo was provided by the customer facility for investigation. Photo shows an open package with product inside, but was unable to ascertain cause of damages from photo. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6027785. Conclusion: unconfirmed complaint. An absolute root cause for this incident cannot be determined. Bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that several boxes of the bd vacutainer® safety-lok¿ bcs with pre-attached holder, 21g with 2in tubing, appeared to be damaged and/or opened prior to use. Individual seals on the packaging were open prior to use. No serious injury, blood to mucous membrane exposure or medical intervention was reported.